Manufacturer narrative:
The reported complaint that the autopulse platform (B)(6) would not power on correctly, makes a click noise then makes a humming noise, but nothing shows on the lcd screen and no other functions are able to be pressed was confirmed during functional testing. The root cause of the reported complaint was the damaged reset switch cable. The autopulse platform failed functional testing due to the device not powering on correctly.; thus, confirming the reported complaint. The damaged (pinched wire) reset switch cable was replaced to remedy the complaint. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there were no similar complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during a call for a patient in cardiac arrest, the autopulse platform (B)(6) would not power on correctly. The platform was under the patient but was not able to be used. The platform makes a click noise then makes a humming noise like the power is running, but nothing shows on the lcd screen and no other functions are able to be pressed. The backlight of the display did not illuminate. The crew switched to manual CPR. No additional information was available. Patient's status information was requested but the customer did not provide a response.